Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high and low blood glucose. It was reported the customer was a brittle diabetic. The wife reported discovering the customer unconscious from a low blood glucose event. The wife treated the customer with a glycogen shot. It was also found the customer would experience seizures due to low blood glucose. The customer's wife also reported no delivery alarms on the insulin pump. The wife also reported the insulin pump would perform a reset with a loss of time and date. The customer's last known blood glucose was 141 mg/dl. It was also found the customer received a battery out limit alarm. The wife declined to return the insulin pump for analysis.